Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red with small pimples on back under te pads. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed an ointment for the rash. Outcome of the rash is unknown as follow up attempts were unsuccessful.